Event description:
As part of a legal mediation effort on (B)(4) 2013 intuitive surgical, inc. (Isi) received information including medical records of a patient who underwent a da vinci si hysterectomy and cystoscopy on (B)(6) 2012 with a pre-operative diagnosis of large uterine fibroid. According to the patient's operative (op) report the surgical procedure was successfully completed and there was no allegation that a malfunction of the da vinci surgical system, instruments or accessories occurred. At the end of the surgical procedure, the entire surgical area was inspected for hemostasis and there was no evidence of bleeding. The patient tolerated the procedure well and there were no complications. The patient was transferred to the recovery room in stable condition. Reportedly, the patient received a blood transfusion post-operatively. On (B)(6) 2012 the patient presented to the emergency room complaining of vaginal bleeding and cramping. A pelvic examination found that the patient was bleeding from the vaginal cuff apex. The affected area was sutured and the bleeding was noted to have ceased after the repair. The patient also required a blood transfusion. The patient was discharged from the hospital on (B)(6) 2012. On (B)(6) 2013, the patient presented to the emergency room complaining of vaginal bleeding. Reportedly, examination of the patient's vagina showed that she had some small blood clots. The patient's vaginal cuff was found to be intact. There was no active bleeding noted. The patient was discharged from the hospital on (B)(6) 2013. No other post-operative medical records were provided to isi.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-operative complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. In addition, no previous complaint was reported relating to this event. A review of the site's system logs by isi found no logs for the reported procedure date. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after reportedly undergoing a da vinci si hysterectomy procedure.